Event description:
Boston scientific crm received information that the patient with this dextrus right ventricular lead died. During the implant procedure, the patient had an adverse reaction to the medications. The patient was successfully resuscitated with cardiac pulmonary resuscitation (CPR). The device was interrogated at that point, with no abnormalities noted. Following the device interrogation an additional intervention was required for the patient which did not result in successful resuscitation. The post-procedural pathology report revealed the lead had perforated the apex of the ventricle, with evidence of pleural effusion.

Manufacturer narrative:
The device was not returned for analysis. Therefore the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.